Manufacturer narrative:
The customer found that the waste pathway for the rbc bath was clogged. The customer waste pathway, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the red blood cell (rbc) bath of the coulter act diff analyzer. The volume of the leak was about 2cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.